Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that charging cord was replaced in order to resolve the issues. However patient also mentioned that he is still facing issues with slow charging after recharger replacement.

Event description:
Additional information was received from the patient reporting that it is very hard to get the implanted neurostimulator to charge and the charge is very slow compared to what it used to be. Patient stated if the implant battery is dead it takes about 3-4 hours to charge from empty to full. Patient confirmed they have not had any error messages appear on the controller and reported the screen currently displayed recharging ended because they could not find the spot. Patient mentioned they just had the recharger replaced about 2 months ago (see rtg0650949). Patient noted their wife sometimes has to position the paddle because they can't find the right position to connect. Agent had patient reset controller and inspect equipment for damage; patient confirmed no visible damage to controller battery compartment, battery pack, controller port, or recharger. Patient confirmed the controller charges fully and "real fast" with ac power supply. Patient then connected the recharger and reported seeing poor recharge quality. Patient's wife repositioned the recharger and patient then reported excellent and then nothing and then excellent and then good. Patient reported controller battery at 80% and the implant in the red; patient noted the had had the recharger connected for about 45 minutes and the controller battery had been full when they began charging the implant. Agent had patient confirm recharging speed and temperature were set to 4 and patient denied any recent falls or traumas orsignificant weight gain/loss. Patient did note they had fallen onto their knees and hands and had just finished 45 days or radiation on their prostate. Screen displayed battery empty recharge your implanted device and agent reviewed recharger best practices. Patient stated they will implement those best practices and monitor and call back if issue persists.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was caller stated that they could not get the implantable neurostimulator (ins) to recharge. Caller stated that it tells them a bunch of times that they were not close enough to the ins, but it was showing that it is at 50%. Caller also stated that one time they saw a message that said to replace the controller batteries soon and taking a long time to connect. Agent walked caller through removing the battery pack and plugging controller into the ac power cord, confirmed controller powers on. Caller inserted the batteries and confirmed green flashing light above screen. Controller is 60 percent and ins is 60 percent. Agent had caller inspect the recharger for damage and caller then noticed that the rubber at the bottom pins on the recharger cord is peeling back. The issue was not resolved. Caller also mentioned that their ins charge is not lasting as long either. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.